Event description:
It was reported that during a cori-assisted tka, a critical error was displayed: the system has detected that launcher exited due to a configuration error was received and were forced out of case. Following, with the new drill, attempted to retry case, upon burr insertion this one gave an internal error: the system has detected that the application unexpectedly exited and forced out of case. It was un-plugged and re-plugged the real intelligence robotic drill, and successfully inserted burr and fixed problem, continued case without further issue after a non-significant delay. Patient was not harmed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The real intelligence robotic drill, part # rob10013, serial # (B)(6), used for treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. Kpc testing showed that the bur did not spin. Disassembly revealed a broken spline shaft. The most likely cause of this event is a mechanical component failure. A review of manufacturing records indicates the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities.